Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during our testing. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Event description:
Customer reported via phone, customer was attempting to bolus and the number kept scrolling rapidly. Customer was unable to stop it. The device wasn't dropped, bumped, or exposed to moisture. Customer's blood glucose was unknown. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.